Event description:
Healthcare professional reported right side rupture, "hardening mammary gland with change in the shape and position that gradually got worse,¿ ¿deformity of the breast,¿ ¿breast firmness,¿ and ¿higher with respect to the [contralateral side], with more volume the upper pole,¿ capsular contracture, baker grade iii, discomfort to arm movements, pain at palpation, and breast implant higher.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA: 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: extended opening, flat creases and a weight test of the device was verified and the device has underweight. Microscopic analysis of the return device identified an extended striated opening on anterior side assessed as surgical damage. Based on the device analysis the final assessment is a striated opening assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: rupture, device migration, and capsular contracture, baker grade iii.